Event description:
A malfunction was reported on the pump with a malfunction code "malf 0," and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as a result of this issue. Although technical support provided information on how to reset the pump, the caller was unable to perform the reset at the time because the father was not with the daughter; the caller planned for the daughter to attempt the reset later and call back if the malfunction recurred.